Event description:
Co has installed software ve0.1, but the problem still occurs with software ve0.1. The customer complaint that the sc9000 monitor did not sound an accoustic alarm. The volume was set on 40% by setting the volume to 100% and then back to 40% the situation was ok.